Manufacturer narrative:
(B)(4). Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, and pillowing keypad overlay. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump¿s reservoir was cracked. Customer is unsure how it happened, but it was noted the device was not dropped, bumped, or in a car accident. Failure analysis noted the device was received with a partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, and pillowing keypad overlay. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken insulin pump for analysis.